Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test or verify sensor due to motor error alarms. Pump received with cracked reservoir tube lip and cracked battery tube threads. The test infusion set and reservoir does lock into place. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had multiple cracked along reservoir side and loud rewinds sensor was producing false reading and sensor life was not lasting as along. No harm requiring medical intervention was reported. The device will not be returned for analysis.